Event description:
The customer reported the system displayed a precharge voltage error message, which prevented the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were identified as being defective. The customer reported that the in-house technician would be ordering batteries from a third party vendor and replacing the batteries.